Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported "delivery issue" has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the cause of the issue was patient condition related to stenosis in the axillary artery. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that the surgeon was unable to push pump across stenosis within left axillary artery. Many attempts were made, with no success. A cannula kink was observed. Multiple techniques were subsequently used thereafter in an attempt to advance the pump, but each was unsuccessful. There was no patient harm resulting from the complication.